Manufacturer narrative:
Correction.

Event description:
It was reported that the patient received inappropriate therapy from their right ventricular (rv) lead due to noise, high short interval counts (sic), high impedance and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), indicated the right ventricular lead integrity alert was triggered, indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range,and indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(4) 2015, ventricular sensing integrity counts up to 23; ventricular tachycardia ¿non-sustained episodes and ventricular fibrillation detected episodes with inappropriate shocks due to lead noise oversensing. On the week of (B)(4) 2015, rv pacing impedance rose to 4047 ohms up from a trend in the 450-500 ohm range. Rv lead integrity warning initially occurred on (B)(4) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. (B)(4).